Event description:
On 2002, pt underwent a complete capsulectomy and removed of left breast implant reconstruction with placement of 450cc silter-post-op adjustable sabre implant. In 2003, the sabre implant was removed due to leakage of the products.